Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery fully depleted and the pump shut off. There was no reported impact to the customer¿s blood glucose. Reportedly, the pump was able to be charged and powered back on; insulin delivery was resumed.